Event description:
According to the medwatch received by fujifilm from FDA on (B)(6) 2012, the user stated "during withdrawal of the scope, it was discovered the balloon ruptured at some point. There was no harm to the pt, but could have resulted in aspiration. The balloon tested as normal pre-procedure. The residual balloon piece was successfully retrieved via biopsy forceps." What was the original intended procedure? Balloon assisted endoscopy. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Fujifilm received the damaged overtube from the customer in (B)(4) 2012, and performed a visual examination. The balloon was damaged and brown residue was present. No further mechanical tests were performed due to the balloon being ruptured. Based on the info we have, a root cause could not be established. Fujifilm retrieved the pump (pb-20) used during the procedure and inspected the device on (B)(4) 2012. The pump is operating normally. Fujifilm arranged to have an employee (clinical specialist) visit the customer site on (B)(4) 2012, to observe cases, suggest corrective measures and in-service the staff if necessary. The clinical specialist discovered the customer was not using fujifilm standard pump filters, which can clog and hinder air flow in and out of the balloon. A suggestion was made to the customer to purchase current filters from fujifilm. He also suggested dating and tracking the user of the filters after installation, and replacing them routinely according to case load. The pb-20 pump operation manual recommends changing the filters once every month or once every 10 cases. Customer was informed of the picture-in-picture feature found on the pb-20 pump, which can display balloon status on the monitor throughout the procedure. This feature may have been helpful in alerting the staff of a ruptured balloon in the reported case.